Event description:
The ICD was explanted when noise was observed on the electrograms. On 1/2002 noise was observed on the ventricular channel that looked like it was product from a header/set screw connection. The set screw was adjusted in 2002. When the pt sat up after the procedure, the noise was still present on the ventricular channel and was reproducible when the pt lifted their right arm above the head. At this time, it was reported that the ventricular pli changed from 300 ohms to 175 ohms. The ICD was explanted due to a stripped set screw. At explant, the lead insulation was found crushed vertically about 5cm above the cm coil. Lead weas also explanted.